Event description:
The manufacturer received information alleging oxygen blending module (obm) trilogy leak verification test steps had failed during preventative maintenance on a trilogy o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy o2 device was evaluated at the manufacturer service center. During the evaluation it was noted that the devices sensor printed circuit assembly (pca) board and obm blender had caused the obm trilogy leak verification test steps to fail on the device. In conclusion, the device's sensor pca board was replaced to address the issue. The root cause is confirmed at this time.